Event description:
It was reported that during a resection case, the device did not cut or staple. Add'l suture was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components; the firing trigger and the firing trigger post were found broken. Cartridge batch# r54k6e.